Manufacturer narrative:
The main component of the system and the other applicable components are: product ID: 3889-33, lot# va1fvu8, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead.

Event description:
Additional information was received from a hcp. It was reported that the patient's wire was removed on (B)(6) 2017 and the wound was washed out with an antibiotic solution. They were sent home on oral antibiotics, noted to be bactrim, and daily wound care with packing. The infection was noted to be related to the patient's underlying urinary dysfunction.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead.

Event description:
The trial patient stated that she had an infection and the wire was removed today by the healthcare provider (hcp). It was noted as unknown if issue was resolve at the time of this report. No further patient complications have been reported as a result of this event in the event description.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.